Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). During an outing, it was reported by the patient that he was having trouble with system controller alarms and black wires visible. The vad coordinator asked that he change out the system controller with his back up system controller. This was successfully performed; however, approximately 15 minutes later, the vad coordinator was contacted again with additional reported alarm conditions. The patient stated that while on the power base unit (pbu), red heart alarms occurred, then resolved and the display module was reading power rate advisory, the vad coordinator requested that the patient go to the nearest emergency center and was later transported to implanting center. Waveforms and a vent filter were sent to the manufacturer for evaluation. Upon the patient's arrival he was placed on pneumatic support. It was decided by the hospital to replace the lvad with another lvad.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.